Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that post vt (ventricular tachycardia) ablation procedure with a qdot micro¿ catheter, the patient experienced low blood pressure and the effusion was treated with pericardial drain. The report indicated that the patient had a pericardial effusion. During this time, the patient¿s blood pressure (bp) was noted to be lower than baseline. An echocardiography was performed, which identified some pericardial effusion. Pericardial tap was performed, and a pericardial drain was inserted to relieve accumulating effusion. The effusion drained and bp improved. The procedure was abandoned. The patient was in for (ve) ventricular ectopic ablation after recurrent non sustained ventricular tachycardias on ward. Lv (left ventricle) was mapped via both retrograde access (via aorta) and transeptal (performed using competitor sl fixed sheath and brk1). Mapping was performed with both qdot catheter and optrell catheters along with a webster catheter in the coronary sinus (cs). Limited clinical ectopic seen. The physician elected to do pace-map and ablate strategy. Some ablations performed on lateral wall of lv. Then, the medical team pulled all catheters back to the right side, then began to perform cti (cavotricuspid isthmus) line with theqdot catheter. No surgery delayed was reported due to the event. The procedure was not successfully completed, and no fragments were generated. The adverse event was discovered post-use of bwi products. The intervention provided was a pericardial drain. The physician¿s opinion on the cause of this adverse event was unsure, could have been at transeptal, and could have been when in ablating near the apex. The number of performed ablations was 22. The force sensing ablation catheter used was qdot. The force visualization features used were graph, dashboard, vector, and visitag. The physician¿s opinion on the cause of this adverse event was unsure, could have been at transeptal, could have been when in ablating near the apex. The clinician added that it could have also been on manipulating the optrell catheter. The outcome of the adverse event was fully recovered (no residual effects), and the patient was discharged 5/6 days later. A pericardiocentesis kit was used. So initially a needle to puncture the pericardium, then a wire, upscaled to a drain with the seldinger technique. This was used to drain the pericardial space.

Manufacturer narrative:
On 4-sep-2025, bwi received additional information regarding the event. The drain was left in the patient. It remained in situ (in place) until later removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).